Event description:
During servicing of electrode belt which was returned for routine maintenance, it was discovered that the a pin in the connector was bent. The last patient to use the electrode belt did not report any problems with it.